Event description:
The report stated that during a radio frequency ablation procedure, smoke was smelled and seen. The switch controller and the ablation generator are being returned. There was no patient injury.

Manufacturer narrative:
The fault was found to be a capacitor in the switch controller that ruptured and smoked. A review of the complaint database found this to be an isolated component failure. The ablation generator was also evaluated and found to be operating to specification.